Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement and high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). It was noted the device battery voltage was 2.82 v on (B)(6) 2016, the device took greater than 30 seconds to charge on (B)(6) 2016, a charge time out occurred and end of service (eos) message shows on the save to disk.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached sudden end of service (eos) due to excessive charge time of the capacitor. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.